Manufacturer narrative:
Field b1. Was corrected to adverse event (&) product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had some itching and an increase in spasticity related to this event. It was clarified that there was no motor stall, the pump just went into safe state and changed from simple continuous to minimum rate. They were able to successfully program the patient back to simple continuous dosage and the pump replacement was cancelled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per the pump logs read on (B)(6) 2020, a motor stall and recovery occurred on (B)(6) 2019 at 10:34 am and recovered at 12:06 pm. A motor stall and recovery occurred again on (B)(6) 2020 at 2:39 pm and recovered at 3:39pm. On (B)(6) 2020, the pump defaulted to minimum rate. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2020and the patient was receiving intrathecal gablofen 2000 mcg/ml at 200 mcg/day via an implanted pump. It was reported the patient heard the pump alarm and when they checked the pump it showed that the pump was in safe state and in minimum rate mode with a code of 225. It was noted the patient had some withdrawal (itching.) The rep was not with the patient. It was further reported they attempted to update the pump on (B)(6) 2020, but were unable to do so. They planned to see the patient again on (B)(6) 2020 where they would try to update the pump back to the preferred settings. Additional information was received on (B)(6) 2020 from the rep indicated they brought the patient in and updated the pump out of the safe mode and back to patient¿s normal infusion. It was reported they were prepared to go into surgery today and replace the pump if needed. The rep wanted to know how long she should wait before interrogating pump again to check if it goes back to safe mode. The rep would check the pump and review with the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving gablofen via intrathecal infusion pump for intractable spasticity. It was reported that the pump stalled on (B)(6) 2020, switched to minimal rate, and never recovered. There were no environmental/external/patient factors that may have led or contributed to the issue. The logs were read as part of diagnostics. The patient was scheduled to have the pump replaced on (B)(6) 2020. The rep went to the hospital on (B)(6) 2020 to see if they could reprogram the pump out of safe state mode. The were able to program the pump to simple continuous 200mcg/day and updated the pump. After 10 minutes they interrogated the pump and the patient remained in simple continuous. The patient was discharged and sent home.